Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was not able to reproduce the reported complaint. The system was tested and verified as ready for use. The fse contacted the robotics coordinator and was told the case was completed successfully and another was pending completion without any issues.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) from offsite and reported system had issue with the bipolar energy the previous night. Caller reported error code 2-8 was present. Caller stated they would call back when she was onsite to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The procedure was completed robotically with same esu/generator but using monopolar energy only not bipolar. Contact person was unsure if bipolar energy was available for the entirety of the procedure. Patient demographics were not provided.